Event description:
During a procedure, the system stopped fluoring and displayed an error message. Communications failed with worksation. System powered down and re-started. Case completed without further incident. No injury reported.

Manufacturer narrative:
Service inspected unit and found hard drive issue. Removed and replaced hard drive and reload software config and cal files. System functioned as intended. System back in service.